Manufacturer narrative:
The first name of the initial reporter in has been abbreviated due to field character limit; the full name should read (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm noted an invasive pig tail open and not passing the signal. The pig tail was replaced from customer stock. Also replaced expired safety disk. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a safety disk transducer issue. No patient harm, serious injury or adverse event was reported.